Manufacturer narrative:
Reliability analysis inspected three opened/used enlite sensors and performed visual inspection. Found all three sensor needles bent inside the sensor. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with two sensor cannulas that bent while loading the serter, and while discussing the issue she mentioned a low blood glucose of 48 mg/dl. The patient stated that the pump did not alert her to the hypoglycemia, which she attributes to the sensor generally being behind in its readings. Symptoms or treatment methods were not discussed. The two bent sensors were returned for analysis and two replacement sensors were shipped to the customer.